Event description:
Device 1 of 2: reference MFR report: 1627487-2017-01428. Follow up information identified the pain has not resolved. The patient underwent additional surgical intervention on (B)(6) 2017, where the extensions were repositioned.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-01428. It was reported the patient was experiencing pain in her back at the extension header site. The patient underwent surgical intervention on (B)(6) 2017, where the physician repositioned the extension header. Follow up information identified the pain has not resolved.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-01428. Follow up information identified the patient underwent surgical intervention where the entire scs system was removed. The patient continued to have pain in her back around the extension header. The patient plans to seek alternative therapy.

Event description:
Device 1 of 2: reference MFR report: 1627487-2017-01428. Additional information received identified the patient underwent surgical intervention on (B)(6) 2017, where the patient¿s leads were revised a second time. There were no signs of infection; however the tissue was inflamed. The patient continues to receive effective stimulation and will be evaluated in a few weeks.

Event description:
Device 1 of 2: reference MFR report: 1627487-2017-01428. Follow up information identified the pain was not resolved after revision on (B)(6). The patient underwent additional surgical intervention on (B)(6) 2017, where the extension headers were wrapped in mesh. The physician noted there were no signs of infection.